Event description:
It was reported that embolism, ischemia, and device detachment occurred. A 14f isleeve introducer sheath was used in an acute glp study to assess thrombogenicity of the acurate prime transfemoral delivery system xl in the ovine model. During the procedure, the coating of the 14f isleeve introducer sheath peeled off and settled in one of the kidney's of the ovine. The event resulted in an acute ischemia and an embolic event where the coating settled.

Manufacturer narrative:
The technical report indicated a hydrophilic polymer embolus was observed in the animal was determined to be consistent with hydrophilic polymer coating. The isleeve introducer sheath was the only boston scientific device containing hydrophilic coating. Necropsy images from the animal showed the distal tip of the 14f isleeve introducer sheath adjacent to or slightly proximal (towards the heart) to the renal arteries.

Event description:
It was reported that embolism, ischemia, and device detachment occurred. A 14f isleeve introducer sheath was used in an acute glp study to assess thrombogenicity of the acurate prime transfemoral delivery system xl in the ovine model. During the procedure, the coating of the 14f isleeve introducer sheath peeled off and settled in one of the kidney's of the ovine resulting in acute ischemia and an embolic event where the coating settled. The event was reported to be a minor event.